Event description:
It was reported that all components were explanted due to the device that was poking in patients skin. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2025. D6b: explant date: 2025 additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7088491 / 7088700. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: (B)(6). Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).